Event description:
Rptr indicated that the serial adapter "was damaged and was not working properly". The damage reported was "the plastic piece located on the side where the connection to the wand is located was broken off and there were exposed wires". The believed cause of the damage to the serial adapter was likely normal everyday usage.

Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a serious injury.